Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile fault) has been confirmed. Upon investigation the monitor did not pass essential performance testing. The cause for the failure was isolated to a shorted pld u1005 component on the ca board. The root cause for the shorted pld u1005 component could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor returned a monitor and reported the monitor was unable to complete incoming functional testing.